Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: blue particles, underweight and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the device due to an unidentified (tear) opening. Reason for reoperation was due to "non-esthetic shape". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "non-esthetic shape" and calcification. Healthcare professional "expanded the device pocket", at which time, the device was found to be ruptured. Device has been explanted.